Event description:
It was reported that the patient developed hematoma postoperatively following the permanent implant procedure. The patient was brought back to the operating room and the physician cleared visible clots and hematoma formation. There was no device malfunction suspected. The patient was doing well and was discharged.